Manufacturer narrative:
Device analysis report submitted.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to pain. There are no plans to re-implant the patient with a new device.